Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss. The customer's blood glucose level was 200 mg/dl at the time of incident. It also stated that customer receive unexpected battery alarm after battery change. It was also reported that the self test was performed on insulin pump and insulin pump was passed. The customer was advised to replace the pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump passed self test, unexpected restart test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarm noted during testing. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.